Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that on an unknown date the pump was removed due to infection. It was unknown if the catheter was also removed. No further complications have been reported as a result of this event.